Manufacturer narrative:
Sc-1132 (sn: (B)(6)) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was frequently charging the ipg as it would no longer hold a charge. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) compatible one. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: exact date unknown, event occurred the last couple of months from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) compatible one. The patient was doing well postoperatively.